Manufacturer narrative:
Other, other text: d4 UDI: (B)(4). One device was received for investigation. The device was visually inspected and functionally tested. Device was received in with all small knobs cracked. The peep and CPAP control knobs were broken off. The reported complaint is confirmed. The root cause is from impact to the device. Replaced small knobs and caps and performed pm. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. G2 email is: regulatory.responses@icumed.com.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was due for preventive maintenance and knobs were broken on the unit. Patient involvement is unknown.